Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 17mmol/l, with blurred vision, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider made changes to the pump basal rate. It was alleged by the patient¿s diabetes educator that the pump was not delivering as it should. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: a review of the pump¿s history showed that all delivery and total daily dose (tdd) history has been overwritten for time of complaint due to continues use. The available tdd basal history for 2019 indicates the pump was delivering the programmed basal rate; basal tdd add up correctly with basal program. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the display screen was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.